Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was "bad" it would not interrogate and failed its uplink test. It was noted that it needed its cable replaced. The head was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was "bad." The head was returned for service. No patient complications have been reported as a result of this event.